Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 319.006 synthes lot: 7961864. Supplier lot: n/a. Release to warehouse date: april 07, 2015. Manufacturing location: jennersville. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge f/scr ø2+2.4 meas-range up-t was received for analysis. Upon visual inspection, it was observed the needle component of the device had broken off and included in package, confirming the complaint condition. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. Document/specification review: -depth gauge for 2.0/ 2.4mm screws (current and manufactured) -needle (current and manufactured) investigation conclusion: the reported condition of the complaint device (the depth gauge f/scr ø2+2.4 meas-range up-t) is confirmed. Device is broken. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection it was discovered that the tip of the depth gauge for 2.0mm and 2.4mm cortex screw measuring device has broken off. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.